Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of 521 mg/dl. Customer was treated with intravenous insulin and saline drip, and was released from the hospital the same day with no permanent damage. Reportedly, the cause for the event was due to an occlusion alarm. Customer reverted to manual injections for insulin therapy.